Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. During investigation, tears were observed on the left and right sides of the exposed portion of the soft cannula. A fluid path test was performed and fluid was observed to leak from these observed tears. The exact timing and cause of these tears could not be determined. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone17.1. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 318 mg/dl while wearing the pod between 4 and 24 hours. The patient reports their blood glucose level had not decreased after delivering multiple bolus corrections totaling 14 units of insulin.